Event description:
Procedure: lap colon. According to the reporter: the stapler fired but may not have transected. The surgeon was not able to have it fully across the tissue because of the angle. The second firing the stapler spit out unformed staples and did not transect. Current patient status: the operation was completed with another instrument. A device fragment was left in the patient. The surgeon tried to extract as many unformed staples as he could. Surgery time was extended by more than 30 minutes. The problem was corrected with a lower transection using another device. This resulted in unanticipated tissue loss.

Manufacturer narrative:
(B)(4).